Event description:
There was an allegation of questionable elecsys prolactin assay results from the cobas e411 rack analyzer.the customer previously used the unit of measure ng/ml. The test unit was changed to iu/ml at the request of specialist doctors.a patient sample had a result of 419.30 iu/ml, which, according to this unit's expected reference ranges (102-496) was considered normal. This result converts to 19.7071 ng/ml.when the same sample was analyzed using the ng/ml test unit, it resulted in 46.02 ng/ml, which, according to this unit, was outside the normal range (4.79-23.3).on (B)(6) 2026, the result from another laboratory was 10.12 ug/l.on (B)(6) 2026, the same sample was repeated, and the result was 16.06 ng/ml.

Manufacturer narrative:
The cobas e411 rack analyzer serial number was 8985-16.quality control and calibration were performed after the unit change.the investigation is ongoing.